Manufacturer narrative:
Device passed displacement test. Device received with broken battery tube thread and cracked case battery tube noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 41 mg/dl. The customer treated low blood glucose value with juice. Customer declined to troubleshoot for low blood glucose level. Customer reported that the insulin pump was cracked at the side of battery compartment. The insulin pump will be returned for analysis.